Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has patient circuit occlusion. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) confirmed the reported problem. Fse performed air flow and oxygen (o2) flow accuracy test and failed. Fse observed air flow and o2 flow assembly was defective. The fse replaced the flow sensor assembly to address the reported problem.